Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported during a band procedure, the band was passed through a reusable, 15 millimeters-trocar (non ethicon). The surgeon detected the band was damaged, and that this could cause a leakage. This defect probably appeared while the band passed through the band. The band was unusable anymore. There was no pt consequence.